Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that a pt experienced what the staff interpreted as a vtach event but the monitor displayed a high heart rate (hr>125) message and no vtach alarm was generated. There was no pt injury reported. (B)(4).